Event description:
It was reported that cgm displayed malfunction message labeled as error 42 while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, confirmed malfunction message did not appear again, and successfully started new sensor session.